Manufacturer narrative:
Lot information unknown if it becomes available a follow-up report will be submitted.

Event description:
Per complaint (B)(4) patient experienced loss or failure of implant to integrate.

Manufacturer narrative:
Follow-up submitted to report device evaluation. Updated section b4 for report submission date and b6 to report device evaluation results. Updated d4 for catalog #, lot#, expiration date and unique identifier (UDI) #, d9 for device return date, g1 for follow-up report submitter, g3 for awareness date and g6 for report type and follow-up number. Updated h2 for follow-up type, h3 for device evaluation status, h4 for device manufacture date and h6 method, result and conclusion codes. Device received is different from the part that was indicated on the initial 3500a report. PMA/510k number was updated. When information becomes available, a supplemental report will be filed. This complaint is being submitted late due to the furloughs that resulted from the global pandemic and is captured within deviation 1412.